Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that on (B)(6) 2020, during an unknown procedure to repair a humerus fracture, there was difficulty assembling the nail insertion instruments. The connecting screw was passed through the insertion handle into the nail, but as the connecting screw was hand tightened to secure the assembly, the connecting screw broke. Part of the connecting screw remained inside the nail. Another nail was used, and the surgery was completed manually without the use of the insertion handle. There is no known surgery delay, and patient outcome is unknown. Concomitant devices reported: insertion handle (part number unknown, lot unknown, quantity 1), connecting screw/cannulated for multiloc humeral (part number 03.019.007, lot l503664, quantity 1). This report involves one (1) 7mm ti multiloc humeral nail left/cann/240mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the hn multiloc ø7 izq can l240 tan was returned and received at us customer quality (cq). Upon visual inspection, the part of broken connecting screw was found stuck inside the nail. The walls of the nail near the upper portion of locking screw hole was found cracked. This could have happened due to application of unintended forced through connecting screw. The hammer blow marks were found on the top surface of connecting screw. This blows could have cause the crack in the nail. No other issues were found. Functional test: the functional test cannot be performed due to the broken connecting screw tip was found stuck inside the nail. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review based on the date of manufacture, the drawings reflecting the current and manufactured revision were reviewed. No design discrepancy were found. Complaint confirmed: yes, as the device was found cracked that affects the overall functionality of the device. The coded condition of "unable to assemble" cannot be confirm but overall complaint is confirmed due to defect found on the device that could affects it's intended use. Investigation conclusion the overall complaint condition was confirmed for the hn multiloc ø7 izq can l240 tan. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H6: codes updated to imdrf. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 04.017.240s, lot: 4l92610, manufacturing site: mezzovico, release to warehouse date: 13.aug.2019, expiry date: 01.aug.2024 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint is confirmed as we are able to confirm complaint description (the broken off part from the connection screw stocks in the nail) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.